Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 37761 desk top recharger (s/n (B)(6)) revealed that the cable assembly needed to be replaced due to a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain,033:no n-malignant pain it was reported that when they plug the desktop charger (dtc) in it does not show that it is connected and charging the recharger (insr) all the time for the past couple of months. Patient (pt) stated if she manipulates the dtc cord when it is connected to the insr she can get it to connect last night the charger was telling pt to connect the insr to power - pt plugged it in and checked the battery level the next day but it was only 1/4 charged. Recharger is not holding a charge   troubleshooting was unable to be performed as pt will call back with her equipment to provide the sn pt called back with equipment. Pt states she did charge fully to 100 however the recharger drops percentage once unplugged. Pss sending recharger and directed to call back if the problem continues. Additional information was received. It was reported that when the patient was sent a new insr, it says that when they plug the dtc power cord in it won't fully charge the insr. They said the dtc doesn't feel loose. Its possible the original issue was the dtc. No symptoms or patient complications were reported. Additional information was received from the patient. The pt initially stated that they have been having issues with their stimulator; pss understood later that pt was referring to their insr. Pt said they thought the issue was their charger (desktop charger) and that it was replaced before. Pt said they haven't been able to get the insr to charge completely and that the issue started before christmas 2020, and has gotten worse since then. Pt said they haven't been able to fully charge their implant because they cannot charge the insr; pt said they can wear the charger all night to try and charge the implant, but it will not charge fully. Pt said they charge their implant every night, but used to be every other night, and they changed the stimulator settings from .45 to .7. Pt confirmed that the component they are not able to charge is the recharger (insr); pt confirmed it only charges about half-way. Pt confirmed that the desktop charger's (dtc) green light is illuminated when plugged in. Pt inspected the dtc connector pin was straight, not bent or wiggly. Pt did not see any wires exposed from the dtc. Pt confirmed the port of the recharger also looked straight, nothing loose. Pt confirmed that they leave the recharger plugged in to the dtc from morning until night, when they charge their implant. The issue was not resolved. A replacement recharger (insr) was sent out.